Event description:
It was reported that prior to implant, device interrogation revealed a message to check the battery longevity. The device was not used and another was implanted without further issue.

Manufacturer narrative:
The reported longevity anomaly was confirmed in the laboratory. The device was tested on the bench and high current draw was noted. The cause of the high current was an anomalous electronics assembly.